Manufacturer narrative:
The product was not returned for eval. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. No product lot number was reported therefore no qualification records were reviewed.

Event description:
The pt's mother reported that her son had to be hospitalized due to ketones and high blood glucose (exact bg level was not provided). She did not provide any further info regarding the hospitalization or his treatment.